Event description:
Kimberly-clark received a report from the (B)(6) stating, ¿there was a leak around the endotracheal tube, despite the cuff being fully inflated. The child was stable throughout and did not experience oxygen desaturation. The patient was re-intubated via a size 5.0 cuffed endotracheal tube. There were no complications during and post re-intubation. The endotracheal tube was found to be faulty, outer cuff inflated, inner cuff unable to be inflated.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample was returned; however, the packaging that contains the lot number was not provided. The returned sample was decontaminated and tested to evaluate inflation of the cuff. As described in the reported incident, the pilot balloon inflated but the cuff did not. Further evaluation determined there was no leakage along the inflation-line pathway. Inspection of the inflation-line under magnification identified several blockages along the line consisting of a brown substance within the lumen. Investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.